Event description:
Further information was received that the lead had pacing threshold measurements increasing.

Manufacturer narrative:
A revision procedure was scheduled. No further information is available. If additional information becomes available, this report will be updated and resubmitted.

Manufacturer narrative:
A revision procedure was performed. Following the revision, pacing thresholds were acceptable. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this lead had failed to pace. No specific adverse patient effects were reported.